Manufacturer narrative:
Qc was within lab-established ranges for na and ca. On (B)(4) 2011, the customer performed precision runs, which passed specifications. Service has been scheduled to perform additional instrument inspection.

Event description:
A customer contacted beckman coulter inc. (Bci) to report sodium (na) and calcium (ca) results drifting low on synchron unicel dxc 600 pro clinical chemistry analyzer. The results were not reported out of the laboratory. Per customer, na results drifted low to about 4-6 mmol/l and ca to 3-4 mg/dl. Approximately 30-40 patient samples were repeated for na and 25 patients for ca. No additional information is available. Patient treatment was not impacted by this event.